Event description:
It was reported that a 31mm valve implanted for one year, seven months was explanted due to endocarditis, vegetation, thickened leaflet, and mild mitral regurgitation. A 33mm valve was implanted in replacement. The patient was discharged home in stable condition on pod #6. Per received records, there was echographic evidence of bioprosthetic mitral valve vegetations with cutibacterium acnes (propionibacterium acnes) in blood cultures with recurrent febrile symptoms.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable. Updated sections b5, b7, f10, and h6.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a 31mm valve implanted for one year, seven months was explanted due to unknown reasons. A 33mm valve was implanted in replacement. The patient was in recovery. The implantation data card indicated that the device explant was due to deficiency of the original device.